Event description:
A medtronic representative reported a vertek arm that had an issue with the locking mechanism; it works initially but sags after a while. The surgeon opted to discontinue the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws. Medtronic representative, following-up with the site, reported that the hospital was determining whether this was a product issue or a patient issue. The suspect device has not been returned to manufacturer for evaluation. Device not returned to manufacturer.